Manufacturer narrative:
Insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners and battery tube threads. Insulin pump received with minor scratched display window.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer stated that the insulin pump was exposed to moisture. Customer's blood glucose reading was 200+ mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.